Manufacturer narrative:
Received one used list #142730490 plum 150 ml burette set. As received no damage or anomalies were observed. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. No issues were noted during priming. Additionally, no cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions were noted. The complaint of 'solution could not drip down' could not be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on 6/14/2024.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reproted the solution could not drip down. The event was noted during infusion and the solution name was unknown. The set was replaced, and therapy resumed. There was patient involvement, but no patient harm.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. E1 initial reporter phone number: (B)(6).